Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pvc ablation procedure, a pericardial effusion occurred. Approximately 10 minutes after ablating on the infundibulum in the right ventricle, the patient complained of chest pressure and an echocardiogram revealed a pericardial effusion, for which medication was administered. No further intervention was required and, as the arrhythmia had been terminated, the procedure was stopped. The patient was in good condition.

Manufacturer narrative:
No generator or recording logs were available and the generator remains in use.

Event description:
Additional information received indicates a few seconds after ablation was initiated, it was noted the generator had returned to default settings; however, the physician noted the temperature did not rise above 42c and power did not rise above 30w for the duration of the lesion.